Manufacturer narrative:
Complaint conclusion: as reported by the sales rep, the patient had a vena cava filter occlusion and had thrombolytic therapy. The patient was not injured. Additional information was not available. The device was not returned for analysis. A device history record (DHR) review could not be conducted as a lot number was not provided. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Thrombus in the filter does not represent a device malfunction. Thrombosis in the filter is a well known potential complication and occurs in approximately 3.6 to 11.2 % of all patients¿. Factors that may have influenced the event include patient, pharmacological and lesion. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported issue. Without a lot number to conduct a DHR review, it is not possible to determine if the reported failure could be related to the manufacturing process. However, there is no indication that the event was related to a design or manufacturing issue, therefore, no corrective or preventive actions will be taken at this time.

Event description:
As reported by the sales rep, the patient had a vena cava filter occlusion and had thrombolytic therapy. The patient was not injured.

Manufacturer narrative:
The device remains implanted in the patient, therefore it is not available for analysis. A device history record (DHR) review could not be conducted as a lot number was not provided. Additional information is pending and will be submitted within 30 days upon receipt. Please note that the gender of the patient is unknown. Please note that the event date ((B)(6) 2014) was provided incorrectly in order to meet electronic medwatch acceptance requirements. It is only known that the event occurred in 2014; the month and day is currently unknown.